Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass the pressure transducer test. Our service technician on site replaced both pressure transducer printed circuit boards (pcb). After replacement the ventilator passed pre-use check and was cleared for clinical use. The replaced goods was not returned for further investigation. Device logs are available for investigation. Investigation of the received device logs can confirm the issue with the ventilator not passing the pressure transducer test in pre-use check. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was returned the root cause cannot be determined.